Event description:
It was reported that a user in a senior living facility experienced elevated glucose readings on the ilet system after the facility physician changed the insulin and tubing; subsequent troubleshooting revealed the infusion set connect adapter was not fully inserted and locked, and after correcting the connection the user¿s glucose control improved. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included customer support outreach, a blood glucose assessment, and education on infusion set change and proper connector engagement. Investigation of this case revealed an infusion set connection that was not properly attached, consistent with an infusion set deployment or connector issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with improper connector engagement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.